Manufacturer narrative:
(B)(4). The reported neurological deficit/ dysfunction (stroke or other neurological complications) is a known adverse event listed in the xact instructions for use (IFU).

Event description:
It was reported via a trial that after the xact stent was implanted in the left internal carotid artery, the vessel kinked at the distal end of the stent due to the patients anatomy requiring an xpert stent to treat the kink in the vessel. There were no adverse patient effects reported. There was no additional information provided.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that approximately 36 hours after the implantation of the xact stent, the patient had increased difficulty swallowing that progressed to an inability to swallow liquids. The patient was found to have left sided vocal cord paralysis which was likely related to the carotid stent implant procedure and edema. A percutaneous enteric gastrostomy tube was inserted in the patient for enteral nutrition. The patients condition remains unchanged. There were no other neurological symptoms. The CT scan and MRI of the head found no evidence of acute changes. CT scan of the neck found no hematoma. The cause of this event was unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) used for the kinked vessel that occurred after stent implantation. The stent remains in the patient. There was no reported product deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.